Event description:
It was reported that a temperature alarm occurred, specifically alarm 11, with no exposure to extreme temperatures or charging issues at the time. There was no adverse impact to the customer's blood glucose level. The customer was unable to clear the alarm and resume insulin delivery, leading to the decision to replace the pump. Tandem technical support confirmed that the pump was still under warranty and arranged for a replacement. In the interim, the customer switched to multiple daily injections (mdi) as backup therapy. Technical support provided instructions on returning the problematic pump using a pre-paid label and placing it into storage mode, which the customer understood and acknowledged.